Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate diagnosis of svt was noted on the device. Programming changes were recommended. Patient is stable and will be seen back in-clinic in a couple of months.